Event description:
It was reported that the implantable cardiac monitor could not be interrogated; an error message was displayed. After a firmware download, normal device function resumed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.